Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the door fell. There was no report of patient or user impact. The following information was provided by the initial reporter: customer problem: door piston. Steps taken with customer/troubleshooting: the customer is reporting that the door does not stay open. There is no resistance and the door can come slamming shut. Had the customer place a warning on the instrument to beware of the door.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the door fell. There was no report of patient or user impact. The following information was provided by the initial reporter: customer problem: door piston steps taken with customer/troubleshooting: the customer is reporting that the door does not stay open. There is no resistance and the door can come slamming shut. Had the customer place a warning on the instrument to beware of the door.

Manufacturer narrative:
H.6 investigation summary a complaint of "door does not stay open" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse replaced the spring nitrogen gas and resolved the issue. The instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.